Event description:
It was reported that no video signal was given by the unit.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual and functional testing. On testing and analysis of the digital circuit board, it was determined that one component on the circuit board was causing the issue observed by the customer. Thus the root cause of the reported failure was traced to an electrical component failure on the digital circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.